Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/3/2020. Additional information was requested and the following was obtained: 1. Did any component of the evicel device/applicator break (vial holder, syringe, tips, caps, etc.)? From how the customer described, it was believed to be the tips broke. 2. Did the evicel biologic vial break or crack? Break as per the customers description. 3. The event description states the user "connected the biologic's in the cup to the rest of the device and the encapsulated biologic's broke off the device." Did the biologics fall out of the vial connector or was there physical breakage? There was breakage which spilled out the biologics. 4. The reported lot, z13f810, represents the biologics. Is the evicel applicator lot, which is made up of all numbers, available? Not provided by the customer sorry. Investigation summary: visual inspection - no broken parts found in visual inspection. The device arrived without catheter. Vial fibrinogen with liquid inside. Functionality test on device as it was returned: 1. State if the mixject valves were in the correct or incorrect position when examining. The cores were in the correct position . 2. State if the mixject cores were assembled in the correct or incorrect position during production. The cores were assembled correctly during the production. 3. Can drawing be performed? We assembled new vial holders and vials and the device works properly. 4. Does the device leaks? No, no leak was found. 5. Does the device work properly? Yes 6. If the mixject valves are not in the correct position, put them into correct position and prove device functions correctly when set up correctly: we did not make any repair, we assembled new vial holders and vials and the device works without any leaks. Manufacturer conclusion: the estimation is that the user did not use the device properly; apparently, the user rotated the vial holder and did not return it to the correct position. We did not repair the device; we only replaced the vial holders and vials and the device work properly.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 09/30/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the product stored and thawed prior to use? N/a to this complaint in what temp did the product thawed? Room temp.? Water bath? Refrigerator? N/a to this complaint. How much time was given between thawing the product and attempting to draw this into the application device? N/a to this complaint. Will the application device be returned for evaluation? Yes, rmao will be updated once shipped. What accessory tip was attached to the application device? Not provided by customer. If accessory tip was attached, what is the lot number? Not provided by customer, device is returning, please obtain from device. Please confirm that there was no impact to patient? No, new device was set up and used. Can you identify the lot number of the device (applicator)? Bac/thrombin/device applicator syringe z11c368/z09t390 kit batch no. Z13f810 omrix batch no. Z13f810. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any component of the evicel device/applicator break (vial holder, syringe, tips, caps, etc.)? Did the evicel biologic vial break or crack? The event description states the user "connected the biologic's in the cup to the rest of the device and the encapsulated biologic's broke off the device." Did the biologics fall out of the vial connector or was there physical breakage? The reported lot, z13f810, represents the biologics. Is the evicel applicator lot, which is made up of all numbers, available? The international affiliate reports the following batch numbers: batch z13f810. Batch z11c368: date of manufacture: 3/13/2020, date of expiration: 2/28/2022. Batch z09t390 ds: z08t270: date of manufacture: 02/27/2020, date of expiration: 1/31/2022. A manufacturing record evaluation was performed for the finished device lots, and manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and fibrin sealant preparation device was used. Nurse went to set up fibrin sealant application device, connected the biologic's in the cup to the rest of the device, and the encapsulated biologic's broke off the device. They were unable to reattach it to draw up the biologic's so the passed off the whole kit and started again with a new one. Additional information was requested.